Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history log was performed and there were no keystrokes, programming, use related or iipv events that would indicate and/or contribute to the reported problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal and external inspection was performed with no abnormalities noted. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. The cause of death was a heart attack. The patient was admitted to the hospital for arm pain prior to death on an unknown date. The patient was performing apd while in the hospital but was not connected at the time of death. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.